Event description:
It was later reported via clinic notes that the vns device was not completely dead and they were able to program the settings. The patient has been referred for replacement of the device. No surgical intervention is known to have occurred to date.

Event description:
It was initially reported that patient was being referred for a prophylactic generator replacement due to the battery indicator being at 25%. Surgery did not occur and several months later it was reported that the patient was experiencing an increase in seizures and the patient's caregiver was concerned that the generator may be "dead". The patient had not been evaluated by the physician for a some time therefore recent diagnostic results or battery indicator were not available. No surgical interventions are known to have been completed to date.

Event description:
The explanted generator was received and underwent product analysis where the battery indicator was found to be at neos = yes. The generator's output signal was monitored for more than 24-hrs, while it was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The generator performed to functional specification.

Event description:
It was reported that the patient underwent generator replacement surgery. The explanted generator has not been received to date.